Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history

Event description:
Device 1 of 2: reference MFR report#1627487-2018-02191. It was reported that the patient experienced ineffective stimulation after a motor vehicle accident after which the patient turned off the therapy. Surgical intervention may be undertaken at a later date to address the issue.

Event description:
Device 1 of 2, reference MFR report# 1627487-2018-02191.

Event description:
Device 1 of 2: reference MFR report#1627487-2018-02191. Additional information received identified that surgical intervention was undertaken wherein the drg system was explanted.